Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): distal conductor distorted, with blood on the conductors and helix; the analyst noted that the helix would not retract due to the distorted coil in the conductor. This was caused from over turning during the implant attempt; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, after more than 30 turns the screw would not extend. Positioning/fixation difficulty also noted. The lead was not used. No patient complications have been reported as a result of this event.